Event description:
Caller reported cgm error 42, which was related to a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, guiding the caller through the process, after which the pump did not display the cgm error again, and the caller successfully started their sensor session.